Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to resume insulin delivery due to the pump notifying the customer to fill tubing. Reportedly, customer had already filled the tubing. Customer's blood glucose was 100 mg/dl. Tandem's technical support guided the customer through the load process and successfully resumed insulin delivery.